Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they did allege insulin pump was under delivering. The customer¿s blood glucose level was 320 mg/dl. The customer was treated with injection. Troubleshooting was performed and customer states the insulin exited. Customer¿s mother did not want to continue to do troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.